Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The device was able to charge and shock properly. The defibrillation electrodes used during the event was not provided to physio for evaluation. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device was unable to deliver therapy. There was no evidence that the device was charged for defibrillation. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
UDI of the initial medwatch report indicates: blank. UDI of the initial medwatch report should indicate: (B)(4).